Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing two days of a blood glucose (bg) level (350 mgd/dl). A correction bolus was delivered to address the bg level. The contact thought that the high bg was caused by the customer not administering enough insulin to cover the amount of carbohydrates consumed. Tandem technical support advised the contact to discuss the high bg with a healthcare provider.